Event description:
A prostatectomy procedure performed using the da vinci surgical system was interrupted midway through the surgery due to a system malfunction. The surgeon was unable to complete the procedure with the robotic surgical system. The malfunction was reported as difficulty experienced when removing an instrument from one arm of the system. It has been alleged that the procedure was converted to an "open incision prostatectomy" due to the malfunction of the robot. It was also alleged that the patient sustained injuries. Hospital personnel have indicated that the patient did not sustain any injuries during and from the procedure. The surgery occurred in 2005. Isi was informed of the malfunction, but not of any alleged injury to the patient in 2005. Isi was informed of conversion to open on in 2005.